Event description:
It was reported that the patient presented to the hospital because of the patient alert. During the follow-up it was noted that there was noise on the right ventricular lead channel. The lead was going to be replaced with a new lead however, updated information received indicates that the lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.